Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding requiring cauterization is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. V.a.c.® therapy resumed after the alleged event and was discontinued on (B)(6) 2021 due to adequate healing; no further issues were reported. The device passed quality control checks before and after patient placement. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2021 the following information was provided to kci by the patient: on (B)(6) 2021 , v.a.c.® therapy was placed on hold allegedly due to bleeding. The suction from the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspected as the cause of the bleeding, and the wound required cauterization to achieve hemostasis. The patient anticipated v.a.c.® therapy would resume (B)(6) 2021 and continue until the anticipated discharge date of (B)(6) 2021. On (B)(6) 2021 the following clinical records from the physician were received by kci which noted the following: on (B)(6) 2021 v.a.c.® therapy was discontinued with "goal of therapy met" documented. No additional information was provided. On (B)(6) 2021 the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021 the device was placed with the patient. On (B)(6) 2021 the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.